Event description:
It was reported when using the bd pyxis anesthesia es system, the orrx1 station was in disconnected mode and appeared offline on remote support services. This incident resulted in a delay in dispensing medication to a patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Section h6 update: codes for component code, investigation findings and conclusions. Updated to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode and appeared offline on remote support services. A field service engineer verified network settings were correct. Then dropped new database and performed full synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.